Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of severe abdominal pain, weakness and inability to walk with diagnosis of peritonitis and hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set leak or defect reported for this event. All pd patients are at increased risk of infection due to a compromised immune system and the increase of potential microbial contamination from dialysis techniques. In addition, this patient underwent gallbladder surgery less than two weeks prior to diagnosis with symptoms appearing within several days of the surgery. Peritonitis is a known complication of laparoscopic surgery. Based on the available information and the lack of allegation of any defect, malfunction or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The patient vomiting and diarrhea were a result of the antibiotic therapy administered for the peritonitis event and not caused by pd therapy itself or the liberty select cycler or cycler set.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer service and reported the patient has peritonitis. Upon follow up with the patient, the patient was in extreme pain and unable to walk on (B)(6) 2019, less than two weeks post-op from gallbladder removal surgery. The patient¿s caregiver called 911 and the patient was transported to the hospital. Prior to this date, the patient had been feeling ill with abdominal pain and weakness which started several days post-op. Once at the hospital the patient was transferred to a hospital in des moines and diagnosed with peritonitis. The reason for the hospital transfer was not provided. The pd effluent culture results were unknown. The patient stated that she only knew she had a bacterial infection in her abdomen. The patient was prescribed oral antibiotics (drug, dose and frequency unknown) with the last dose on (B)(6) 2019. The patient stated the antibiotics have caused vomiting and diarrhea, but that she is slowly improving. The patient was discharged to home on (B)(6) 2019. The patient has continued pd therapy on the liberty select cycler during recovery with no issues. The cause of the peritonitis is unknown; however, the patient reported that she did not experience any cassette leak or breach in aseptic technique. The patient¿s caregiver is trained to assist the patient in pd set-up.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.